Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section e3, h4 and h6. The device history record for the subject device was reviewed and it was determined that no anomalies were found that could have caused or contributed to the reported problem. The legal manufacturer performed an investigation. The investigation determined the communication failure was caused by a damaged cable. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.

Manufacturer narrative:
The device was returned for evaluation. The evaluation confirmed the reported event of no image due to faulty cable unit. The faulty parts were replaced to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during reprocessing, the hd camera head had no image. There was no harm or user injury reported due to the event.